Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Ventricle output connector is broken. Battery contacts are compressed. The ring is bent.

Event description:
It was reported that the housing on the ventricular connector for the external pulse generator was broken. The generator was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.